Event description:
Left ventricular assist device pump thrombosis. (B)(6) is a (B)(6) male with history of cad, hf s/p lvad on (B)(6) 2014, h&p, dm, pvd, cva. Transferred to (B)(6) medical center on (B)(6) 2019 for lvad pump thrombosis. Pt was admitted and administered intravenous anticoagulation (although pt inr was therapeutic) and was taken to the operating room for replacement of left ventricular assist device with heartmate 3 lvad on (B)(6) 2019. Pt remained stable and did well post-operation. Pt did have signs of hemolysis and low haptoglobin. Stable ldh, increased t. Bili, pt presented hemodynamically stable without evidence of heart failure.